Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report : (B)(6)2010. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a total abdominal hysterectomy (tah/bso,) tissue became locked in the jaws of the device and the device would not open. The surgeon had to use transection to remove the device. There was no pt injury.